Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 550 mg/dl, which the customer treated with insulin. She stated that she still had high blood glucose after taking insulin. She also noted that the infusion set tape got stuck in the serter, so she discontinued use of the serter. She observed that the infusion set tape was misshapen and did not fit the serter properly. Troubleshooting for high blood glucose was declined. She reported that she believed it was not an issue with the insulin pump but rather with the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.